Event description:
Customer responded to 18yr. Old female approximately 150lbs. The police were performing CPR when the paramedics arrived. The pt was hooked up to the unit and pt not connected message was displayed. Pt was connected to backup device and asystole was displayed. The pt remained in asystole throughout the entire incident, no shock was recommended. The customer stated that it was very unlikely that the pt would convert. The device was repaired and proper operation was confirmed.